Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a percutaneous coronary interventional procedure. Reportedly, the locator wings were deployed and thumb advancement was initiated when the sheath detached from the device. The physician stated he might not have kept the device in the correct angle of 45 degrees. The safety mechanism was used to release the device and remove it from the patient's groin. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. It was indicated that by feeling with his fingers the physician noticed there was calcification at the access site. No angiogram was performed to verify the grade/level of calcification. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - femoral angiogram not taken - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The report of sheath detached from the device was not confirmed. The sheath was observed to have developed other splits along its split length with threads/pieces remaining attached. This may have looked like sheath detachment to the user. A femoral angiogram was not taken, which is against the device instructions for use, and the report indicates there was calcification at the access site, but the degree was not provided. Visual inspection and performance verification did not detect a quality deficiency. Based on the reported information and investigation findings, the cause for the reported event was determined to be related to the operational context at time of device use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.